Event description:
It was reported that pt had his device removed and replaced. Reason for revision was not provided. Attempts to obtain reason for revision have been unsuccessful.

Manufacturer narrative:
Cuff; balloon catalog 72400023-serial# (B)(4), exp 01/17/2016, mfg 01/2011; pump catalog 72404127-serial #(B)(4), exp 07/28/2012, mfg 08/2011. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.